Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/6/2023, it was reported by a sales representative via email that an ar-3652ttsp fibertak rc swedge suture wasn't secure, which resulted in the suture sliding and making the single pass through the rotator cuff tissue challenging. To complete the repair, the surgeon cut the swedge and passed the tails individually. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is misuse of the product, specifically due to excessive force damaging the suture system. This may result in the device failing to operate as intended. Directions for use (dfu) g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The complaint allegation was confirmed based on the customer¿s attached pictures, which display a piece of the suture, presumably from the ar-3652ttsp batch 15116558.